Event description:
Philips received a complaint by the biomedical engineer (bme) on the v60, indicating that during a preventive maintenance (pm) battery test, a 111b "35 v supply failed" alarm error message was displayed on the screen, and pm testing was stopped. There was no patient involvement at the time the issue was discovered as the issue occurred during testing. The biomedical engineer (bme) reported to the remote service engineer (rse) that during a preventive maintenance (pm) battery test, a 35v supply failed alarm error message was displayed on the screen, and pm testing was stopped. The bme verified that the 111b "35 v supply failed" alarm error was logged in the event log and requested for a power management (pm) printed circuit board assembly (pcba) replacement to correct the reported issue. An authorized service provider (asp) was dispatched onsite to evaluate and repair the device. Upon arrival, the asp was able to confirm and duplicate the reported issue. The asp replaced the pm pcba and verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.